Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No unexpected alarms noted. However, insulin pump had multiple alarms noted in history screen due to corrupted history file. Insulin pump received with broken reservoir tube lip, cracked case at display window corners and battery tube threads.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose reached a high of 429 mg/dl. Customer treated their high blood glucose with a manual injection. It was found the customer was feeling thirsty due to their high blood glucose. The customer also reported cracks around their reservoir and battery compartment. It was also reported the customer smelled insulin and was unsure whether there was a leak on their insulin pump. Troubleshooting found the customer had no delivery alarms in their alarm history. Customer's insulin pump also failed the high pressure test twice during troubleshooting. It was also found insulin did not exit when attempting a five unit prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.